Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received outside its original package for evaluation. The sample was visually and functionally inspected without any issue found or alarm activated. The sample was found to be clogged with dry food preventing to work as intended. Since we were unable to confirm the reported condition a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated the pump set leaked at the spike insertion site and would not run. The customer tried the same set on a different pump and had the same issue.